Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon has no string [device physical property issue]. Case narrative: consumer reported via social media that the tampon had no string. No injury was reported.